Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04drv, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient also reported a loss of therapeutic effect and it was stated "the fluttering was too much at 0.8v and it kept jolting her butt and spine and incision site." Also the patient reported "it kept getting stronger and stronger and stronger". The patient also reported that while doing laundry she heard a crack in her back and also reported she had a fracture in her spine eight months prior to report and "a lot - of arthritis in her back. It was stated the patient still felt the "fluttering" after the device was turned down to 0.6v, yet it is not "as bad" and her symptoms are getting "worse." The patient switched their device to another program at 0.8v and reported the stimulation was at a comfortable level. The patient was redirected to their healthcare provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
Additional information was received. It was additionally reported that at a follow up appointment, the patient was doing well.